Manufacturer narrative:
No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of incoming information: it was reported that the patient was implanted a pf stem cemented lateral size 7 on (B)(6) 1999 on the right side. It was reported that the patient experienced pain and that a stem breakage was detected. The patient was revised on september 17, 2015; the stem, the head and the cup were replaced. No x-rays were provided for review. Implantation report, (B)(6) 1999: indication: hip arthrosis right. Procedure: the implantation notes are very brief consisting of a listing of the implanted devices and a note that they were well placed. Revision report (B)(6) 2015: indication: patient heard a cracking sound 5 days before without trauma. The x-rays showed that the stem neck was fractured. Procedure: after a femoral osteotomy the bone cement is removed step-by-step in order to be able to extract the well seated stem body. During the cement removal the surgeon unfortunately caused a sub-trochanteric bone fracture. Besides that, the surgical report does not mention any conspicuousness regarding the femoral neck breakage. Devices analysis: the pf stem with the metasul femoral head still attached and müller low-profile cup were received for investigation. The pf stem is fractured in the neck region. On the proximal side the fracture runs through the rectangular impaction hole. Most areas of the fracture surfaces appear polished due which make a proper surface analysis difficult. However, there are clearly two fracture types visible. The area above (lateral) the blue dashed line experienced fatigue fracture indicated by the circular beach lines right above the line. The fracture origin is assumed to be on the lateral side, anterior to the impaction hole . The remaining area below (medial to) the blue dashed experienced a force rupture. The surface of the stem body appears dull with no polished areas which indicates that it was well seated. There are some scratches, most probably deriving from the removal. The head has a wear-free articulation surface. The mueller low profile cup is deformed since it was most probably autoclaved at the hospital after revision surgery. Similar to the femoral head the articulation surface appears wear-free. The anchoring side looks inconspicuous besides the cut-outs from the removal. Root cause analysis: the cemented pf stem neck fractured after 16 years 7 months in vivo. The fracture is a fatigue fracture, starting from the lateral side in the area of the rectangular impaction hole. A clear root cause for the event cannot be determined. Macroscopically, there are no signs which could have triggered the fracture. The surgical notes do not reveal any conspicuous indications and no x-rays were received to determine whether the devices were positioned correctly. However, there are some factors which could have favored the fracture: even though the surgeon mentioned that there was no preceding trauma it cannot be excluded that a single load impact weeks or months prior to the total rupture of the stem neck started the fatigue fracture. Other possible factors for which we did not receive any data are a high patient built and body weight or a risky lifestyle with increased activity. To which extent the factors finally influenced the fracture cannot be determined. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays were not provided for review. Surgical reports were provided and will be reviewed. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e ms-30 stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a pf stem cemented lateral size 7 on (B)(6) 1999 on the right side. It was reported that the patient experienced pain and that a stem breakage was detected. The patient was revised on (B)(6) 2015; the stem, the head and the cup were replaced.